Manufacturer narrative:
Note: all info contained in this report was provided by MFR. The remaining fragments of the complaint device were sent to an outside lab for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of six products coated on the same day as the complaint device indicated values well within product specs. A retention sample coated on the same day and under the same conditions as the complaint device underwent water permeability testing. Test result indicated a value well within product specs. No conclusion can be draw until the graft eval is completed. A follow-up report will be submitted within 30 days upon receipt of any relevant info.

Event description:
The pt underwent an abdominal vascular surgery on (B)(6) 2011. It was reported there was bleeding from the whole graft surface after anastomosis of the proximal end. Protamin was administered and compression with gauze was performed to stop the bleeding. The surgery was prolonged by one hour due to the event. It was also reported that the pt received 3000 units of heparin, but the moment of administration was not specified. The graft remained implanted and there was no reported pt injury.